Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath after a peripheral interventional procedure. Reportedly, when the lever was advanced, the foot failed to deploy. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported experience by the operator of failure to deploy the foot was confirmed. The reported experience appears to be possibly related to the insufficient loctite used during the manufacturing of the tensioner (component of the device which controls the function associated with deployment of the foot). It is unlikely that the insufficient loctite at one of the three adhesive ports would result in failure to deploy the foot, however, it cannot be ruled out. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot, thereby indicating that this was an isolated incident. The performances of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.